Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: telephone number: requested not provided. E3: occupation: interventional cardiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that angio-seal was prepped as usual. When the doctor pulled back the device after clicking back to set the anchor, everything pulled out of the patient. Doctor has confirmed that the angio-seal was correctly inserted into the sheath and both clicks occurred. Manual pressure was applied. The modified sheath was cut open to ensure the anchor and collagen were not left within the patient. All components of the device, including the footplate and collagen, are being returned. The procedure was completed successfully and there was no patient harm. Procedure performed was a coronary angiogram using a 6fr procedural sheath. A pre-deployment angiogram was performed. There was no blood loss.